Event description:
In situ measurements show 6 electrode channels in status high and two electrode channels involved in a short circuit. The last appointment in (B)(6) 2014 showed all electrode channels ok. There was no reported trauma, accident or illness. A follow up appointment is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In-situ measurements show 6 channels showing high impedance levels with two channels involved in a short circuit. The last appointment in (B)(6) 2014 showed all channels ok. Audiologist massaged around the site and re-measured; same result. There was no reported trauma/ accident or illness.